Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01546. It was reported the patient complained his scs system stimulation therapy changed and became ineffective. X-ray showed the right lead migrated. Surgical intervention was undertaken and the patient's migrated lead was explanted and replaced. Follow-up identified stimulation therapy was reportedly restored postoperative. It is undetermined which of the patient's leads was associated with the event. All possible devices are being reported.